Event description:
It was reported that insert wire did not hook properly into the baseplate. Half of the wire was out of baseplate and locked. Thus, surgeon took it out causing insert damage.

Event description:
It was reported that insert wire did not hook properly into the baseplate. Half of the wire was out of baseplate and locked. Thus, surgeon took it out causing insert damage.

Manufacturer narrative:
Visual inspection determined that the inferior surface of the insert has some scratches which may be as a result of contact with some form of resistant material during the attempted locking to the baseplate component, this may have prevented the insert component from being positioned correctly posteriorly, which in turn would inhibit engagement of the locking feature. The locking wire is deformed, most likely as the wire has to be bent or displaced from the insert component in order to remove a locked insert from a baseplate. The event as reported was confirmed. DHR review for the reported lot was satisfactory. Chr review for the reported lot confirmed that there were no similar events reported for the lot. Based on the findings of the visual inspection, the damage and deformation on the locking wire and on the insert component was most likely caused during the attempted seating and possible obstruction encountered, inhibiting engagement of the locking feature. The component is not useable in the condition in which it was returned.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.